Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when the cassette was being removed from the cycler at the end of pd treatment. There was no alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The hospital clinic administrator (hca) was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The hca indicated that the set was discarded. Upon follow up, the hca reported that treatment was completed on a different cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and are continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler set and within the cycler's cassette compartment when removing the set from the cycler at the end of pd treatment. There was no alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak was from an unspecified origin from the cycler set. It was reported that there was fluid within the cycler. The hospital clinic administrator (hca) was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The hca indicated that the set was discarded. Upon follow up, the hca reported that treatment was completed on a different cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and are continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
B5 - revised to include the alleged source of the leak (inadvertently omitted) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.